Event description:
During deployment of the vascular hemostasis device, the sheath/tissue dilator assembly fractured, resulting in the distal portion remaining in the pt. Site of puncture/insertion right femoral artery. The remaining portion is extravasular, thus not compromising vascular fiber.